Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken tube adapter. The broken piece was not returned and measures approximately 0.126" x 0.149" in size. Additionally, due to the broken tube adapter, a detached fragment is observed that was not returned with the instrument. The instrument was found to have broken electrical contacts. The two broken pieces, measuring approximately 4.46mm x 0.87mm in size for each were not returned with the instrument. Due to the broken electrical contacts, detached fragments are observed that were not returned with the instrument. The tube adapter was found to have thermal damage and abrasions.

Event description:
It was reported that during central processing, the monopolar cautery instrument was broken at the tip where the spatula/hook attaches. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of fragments falling into the patient. No reports of patient returning to the hospital with any post-surgical complications.

Manufacturer narrative:
The probable root cause for the broken instrument tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory. The probable root cause for the detached fragment, broken electrical contacts, abrasions on the tube adapter, thermal damage on the tube adapter are attributed to the user issue.

Event description:
Refer to h11 for follow-up information.